Event description:
It was reported that, during an office follow-up, there was myopotential noise in the primary and secondary sensing vectors during isometrics. The alternate sensing vector had low intrinsic amplitudes. An x-ray was taken, and the electrode had a bend and was in a poor location. The physician will schedule a revision procedure. There were no adverse patient effects. The electrode remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, there was myopotential noise in the primary and secondary sensing vectors during isometrics. The alternate sensing vector had low intrinsic amplitudes. An x-ray was taken, and the electrode had a bend and was in a poor location. The physician will schedule a revision procedure. There were no adverse patient effects. The electrode remains implanted.